Event description:
Patient reported the buttons on the infusion device are sticking or not working at all. Patient stated this is preventing him from being able to give himself a bolus via the infusion device. Patient reported there is often condensation on the inside of the cartridge chamber also patient stated he has cleaned and dried it thoroughly and there was no condensation at the time of doing the cartridge change but then it happens a day or two later. Patient reported there are sometimes black marks on the screen of the infusion device "as if there is a thumbprint on the lcd screen". No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained, it will be provided in the supplemental report.